Manufacturer narrative:
Physio-control provided the customer with technical assistance. The customer later confirmed that their device was permanently removed from service. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that a customer's device when unplugged from ac power, powered itself off instead of switching to dc power. Both batteries were charged in the device. And when the battery it is running on is removed from the device, the device would power itself off instead of transitioning to the other battery. The biomed stated that the device was plugged into ac power while charging the device for defibrillation, however when the device was unplugged it powered itself off.  Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.